Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article titled, "endovascular treatment of complex aortic dissection. A single center 5 years¿ experience with 36 patients".

Event description:
This event is from a literature review of patients receiving endovascular treatment of complex aortic dissections in arterial vessels. Proglide devices were used for vessel closure with some device failures, and patients experiencing oozing after closure, pseudoaneurysm, arterial stenosis, thrombosis treated endovascularly with no complications, and hemostasis not being achieved. This resulted in the use of another device and unspecified intervention. The analysis of the concept of redirection of flow in aortic dissection with non-covered stents was safe, led to positive aorta remodeling and resulted in excellent survival rate. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot numbers were not reported. The patient effects of pseudoaneurysm and thrombosis are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to fire could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.